Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to non-auditory sensations and device non-use. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.